Event description:
It was reported to philips that the system failed to emit x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred; planned treatment was performed by the customer when the issue occurred and completed by moving the patient in to another room. The philips field service engineer (fse) inspected the system on site and confirmed that system failed to emit x-rays. Upon troubleshooting, fse found a blown fuse within the ny assembly and the issue was intermittent; so fse replaced mains interface unit (miu) certeray and imaging module kit. After that fse found defective fast ethernet switch 16-port that was blowing power supply in system. Fse replaced all the parts . The defective image module and ethernet switch was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Corrected data: evaluation method code, component code, conclusion code and additional narrative. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that it was unable to produce x-rays. During troubleshooting, the fse identified a blown fuse in the ny assembly. The fse replaced the gpdu and transferred the firmware. However, there was no power supply to the host pc and ippc because the power module could not provide 3.3v. The system continued to blow boards, indicating a faulty component that caused power failures. A review of the system logfiles found a malfunction showing the system could not produce x-rays. Further analysis revealed that a defective breaker in the main power supply caused voltage fluctuations, which in turn caused repeated system failures. To resolve the issue, the breaker, geo io box, power distribution unit, ethernet switch, geometry module, and imaging module were impacted and were replaced by the fse. The defective rear panels, pd assy pdms, and geo ipc were returned for analysis, which concluded that the rear panels and pd assy pdms were damaged due to an electrical defect and the geo ipc was faulty due to a defective bios. After replacement, the system was returned to use in good working order.